Event description:
New information received notes that fracture was noted on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise and high pacing impedance. The lead was explanted and replaced. There were no patient consequences.